Event description:
It was reported that (1) dh145 were used with hp050 and the hp053 during a hepatectomy procedure. It was reported by the affiliate that the device made an error alarm. Opened another device to complete the case. There was no consequence to pt.